Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors via x-ray where observed on the rv lead. No electrical anomalies were detected. The physician decided to monitor the lead. The patient condition is good.